Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing skull defect surgery, and when the screw was fixed on the titanium place, the screw was twisted. The screw was replaced, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
One screw was returned. The head of the screw was damaged around the top points and one of the four top point sections was missing. It is unknown how, or when this damage occurred. The instructions for use literature that accompanies the device states, ¿disassembly, bending, and/or breakage of any or all components¿ are possibly. Damage to the head of the timesh screw could occur if the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. No other unusual characteristics were noted. If information is provided in the future, a supplemental report will be issued.